Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported via maude event report that the epidural catheter was placed in the pt in active labor. When aspirating, only air returned. The catheter and connections were inspected and seemed fine. The md began to slowly instill the test dose and witnessed the medication leaking from the catheter. On closer inspection, the noted catheter had a crack/hole in it. As a result, the defective catheter was removed. F/u info received on (B)(6) 2012 states another catheter was used successfully for the pt and the pt outcome was fine.